Event description:
A (B)(6) female patient's daughter contacted zoll customer support to report constant check belt messages. The issue was isolated to the patient's monitor. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (constant check belt messages) has been confirmed. As received, all ECG electrodes and rear therapy pads were showing red when tested with an electrode belt. During patient use, this indicates that the electrodes and therapy pads are not touching the skin. Upon evaluation, the electrode belt receptacle was damaged. The cause of the constant check belt messages is a false indication that the electrodes and therapy pads are not touching the skin. The cause of the false indication that the electrodes and therapy pads are not touching the skin is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is a damaged belt receptacle. The root cause of the damaged receptacle cannot be positively identified but is likely excessive force. No adverse event resulted from the defective monitor belt connector. The patient received a replacement monitor.